Event description:
It was initially reported by the treating neurologist that the patient was having her device replaced due to high lead impedance observed as mentioned in clinic notes received. No further details have been made on the issue. The last known diagnostics were performed on (B)(6) 2005, which were within normal limits. The patient is said to be having more seizures monthly, but it was unclear as to the cause and if related to the high impedance event. The patient is expected to have her lead replaced, but it is not known when the surgery will occur. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to lead distribution.

Event description:
Additional information was received on (B)(6) 2012, from the patient indicating that the her vns stopped working in 2010 when "she went through airport scanners on the way to a funeral." She stated that her physician was aware of the problem and said it was needing to be replaced. Therefore, it is likely that she is referring to the high lead impedance. Follow up with the physician's office revealed that they are still trying to refer the patient for full revision. They last evaluated the patient (B)(6) 2012. Back in 2010, high lead impedance was observed but the battery was not depleted. There was no mention that the vns stopped working when she went through airport scanners in 2010, in the clinic notes. Attempts for additional information have been unsuccessful thus far. Although full revision surgery is likely, it has not occurred to date.

Event description:
It was reported from the physician's office that the patient had probable battery depletion and high impedance per the patient's clinic notes from a visit on (B)(6) 2013. However due to other pressing medical issues and life stressors, she is not ready for surgery at this time. Although surgery may occur in the future, it has not occurred to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: the supplemental report #1 reported the data accurately. The supplemental report inadvertently did not update the event date to match.

Event description:
It was reported that the patient had the patient's vns generator and lead were explanted to undergo another therapy not related to vns. The explant occurred on (B)(6) 2014. The explant hospital does not return explanted products to the manufacturer for analysis per the hospital legal policy. Therefore, analysis cannot be performed.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the date of the event incorrectly. With the new information received to date by review of the in-house programming database, it was revealed that the high lead impedance was first observed on system diagnostics on (B)(6) 2009, so the high lead impedance likely first occurred in 2009.